Manufacturer narrative:
Section a3b, gender: the customer¿s response was "male". Section a5, ethnicity: the customer¿s response was "chamorro". Section a6, race: the customer¿s response was "pacific islander". Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) was scratched. The iol was fully inserted into the eye. There were two v shaped scratches in the central optic noted after implantation. A second instrument was used to reposition the iol in the anterior chamber, cut and remove it from the eye. A new iol of the same model and diopter was implanted. There was no injury to the patient or his eye. No further information was provided.